Manufacturer narrative:
(B)(4) ¿ urinary/bowel problems; dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent surgical procedures on (B)(6) 2007 and on (B)(6) 2010 and a mesh was implanted into the patient during each surgery. It is reported that the patient experienced pain, urinary problems, dyspareunia, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported the patient experienced increased irritative voiding, symptoms of urgency, hesitancy and obstructive symptoms and underwent removal on (B)(6) 2007. It was further reported that a mesh was implanted prior to (B)(6) 2007. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and tvt-o was implanted by (B)(6). It was reported that patient underwent mesh removal on (B)(6) 2007 by (B)(6). It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and tvt-o was implanted by (B)(6).